Event description:
Nurse heard "humming" sound coming from pt's room. Pt found in respiratory distress. Pt was bagged, but was unable to get air into lungs. Tidal volume=500, synchronized intermittent mandatory ventilation=14, forced inspiratory oxygen=35%.